Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized on (B)(6) 2018 due to skin irritation. The customer went to the hospital but no treatment was done. Customer's mother states that their daughter had skin irritation from the sensor and the tapes. The products are not expected to return for analysis.